Event description:
It was reported that a patient underwent a knee revision surgery approximately one year post implantation due to a hemarthrosis. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D1: brand name: articular surface medial congruent (mc) left 11 mm height use with tibia sizes e-f/cr femur sizes 8-11. D10: femur trabecular metal, #item 42502807001, #lot 66784808. Psn tib stm 5 deg sz e l, #item 42532007101, #lot 66727624. All poly pat ve 35 mm dia, #item 42540200035, #lot 66866623. Therapy date: (B)(6) 2026. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.